Manufacturer narrative:
(B)(4). Citation: int urogynecol j. 2008; 19: 827¿831. Doi: 10.1007/s00192-007-0537-z. (B)(4).

Event description:
It was reported via journal article: "title: bacteriological analysis of meshes removed for complications after surgical management of urinary incontinence or pelvic organ prolapse." Authors: loïc boulanger, malik boukerrou, chrystèle rubod, pierre collinet, a. Fruchard, rené j. Courcol, michel cosson. Citation: int urogynecol j. 2008; 19: 827¿831. Doi: 10.1007/s00192-007-0537-z. The aim of this study was to examine the role of bacterial infection in complications following surgical management of urinary incontinence and genital prolapse using meshes. A total of 16 prostheses (age range: 30 to 72 years old) were removed between november 2005 and july 2006 after treatment if either urinary incontinence or genital prolapse. Of which, six women with genital prolapse were treated by vaginal mesh procedure with anterior and posterior prosthesis: four patients by total vaginal mesh (tvm) using gynecare gynemesh soft mesh (ethicon), one patient by polypropylene mesh collagen coated ugytex and one patient by polyester mesh collagen coated cousin. One patient had only an anterior tvm and one patient had only one posterior tvm using gynecare gynemesh soft mesh. Two patients had laparoscopic sacrocolpopexy with mersuture polyester prostheses (ethicon). Four patients had suburethral slings; three patients with silicone-coated polyester and one patient with thermoformed polypropylene and central silicone core. The last two patients had transobturator mid-urethral slings with knitted prolene soft mesh (ethicon). Reported complications included patient one (gynecare gynemesh soft mesh) with anterior vaginal retraction and bacterial colonization of (B)(6), patient two (gynecare gynemesh soft mesh) with vaginal erosion and bacterial colonization of streptococcus salivarius, patient three (gynecare gynemesh soft mesh) with vaginal erosion and bacterial colonization of strep to agalactiae and propionibacterium acnes, patient four (gynecare gynemesh soft mesh) with perirectal infected hematoma and bacterial colonization of proteus mirabilis and (B)(6), patient five (gynecare gynemesh soft mesh) with fornix erosion and perirectal retraction and bacterial colonization of (B)(6), patient six (gynecare gynemesh soft mesh) with vaginal erosion and bacterial colonization of enterococcus faecalis, patient seven (prolene soft mesh) with ureterovaginal fistula and bacterial colonization of streptococcus gordonii, patient eight (prolene soft mesh) with bacterial colonization of strep to agalactiae, patient fifteen (mersuture polyester prostheses) with vaginal erosion and bacterial colonization of strep to anginosus and prevotella corporis, and patient sixteen (mersuture polyester prostheses) with vaginal erosion and bacterial colonization of strep to constellatus. It was reported that the isolated bacteria responsible for prosthetic infections in the excised mesh segment in this study were mainly resident and transient skin germs or bacteria of the vaginal flora. It may happen post-operatively as the vaginal flora comes in contact with the mesh prior to complete re-approximation of the vaginal mucosal closure. Bacterial colonization is an important consideration after mesh-augmented surgical repair of vaginal prolapse, and its exact role must be explored by other experimental studies.